Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. The pusher assembly was not returned for evaluation. Therefore, the root cause of unintentional detachment during the procedure could not be determined. Further evaluation of the packing coil revealed that the embolization had offset coil winds, the pe fibers were fractured, and the embolization coil was unraveled. This damage was incidental to the complaint and may have occurred during removal of the detached embolization coil from the lantern. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a pod packing coil (packing coil), a guiding catheter, and a guidewire. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, the physician advanced the guiding catheter to the origin of the iia, then advanced the lantern through the guiding catheter to the target location. While advancing the packing coil through the lantern, the physician experienced resistance and the coil unintentionally detached. Therefore, the lantern containing the packing coil was removed from the patient and the detached coil was flushed out of the lantern. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.